Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient had fallen in the garden. Since the fall there had been a few episodes of noise on the right ventricular (rv) lead that were oversensed causing pacing inhibition of greater than three seconds, and some episodes where inappropriate anti-tachycardia pacing (atp) therapy was delivered. The patient is ablated and dependent, and isometrics were unable to recreate. An x-ray was performed where the results remain unknown, and it appeared that the plan was to revise the rv lead at some point. Additional information was received that non-invasive programmed stimulation (nips) procedure was performed as the physician had adjusted the sensitivity on the rv channel to 1.5mv after the oversensing. The patient was successfully converted with a defibrillation threshold of 17j. This threshold was established after an initial test at 41j which was successful, followed by 26j and 21j tests that were also performed. The tachy therapy zones were reprogrammed based on these results. The system was also viewed under fluoroscopy with focus on all areas, where they did not find any areas of suspicion. The lead remains in-service. No adverse patient effects were reported.